Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. According to the patient, on (B)(6) 2025, the patient passed out because his sugar dropped. The patient couldn't remember the bg and cgm reading. Since he lives alone, he regained consciousness approximately 30 minutes later, and he took a glucagon shot to get his sugar up. He reported feeling better after the self-treatment and didn't seek medical assistance, but he decided to replace the sensor. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.